Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: jan 5, 2026 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification was performed on the suspect product and found the cartridge tip was slightly damaged with ovd was observed inside the cartridge. The plunger rod, lens module, and handpiece were inspected, and no issues were identified. The lens was cleaned and visually inspected and damage was observed around the edge of the lens. No further issues were identified. No further evaluation was performed. The complaint issue was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2: age and date of birth: unknown/not provided. Section a3a: sex: unknown/not provided. Section a3b: gender: unknown/not provided. Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section b3: date of event: unknown/not provided. The best estimate date is on or prior to november 13, 2025. Section d6a: if implanted; give date: not applicable, as the extent of patient contact is unknown, however, there was no indication that the lens was fully implanted. Section d6b: if explanted; give date: not applicable, as the extent of patient contact is unknown, however, there was no indication that the lens was fully implanted, therefore, not explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) had a defective haptic that was observed during the insertion of the device into the operative eye. There was patient contact, however, the extent of patient contact is unknown. The patient outcome is unknown. No further information was provided.